Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm was returned for failure analysis, and the reported 23008 error was confirmed but not replicated. In logs, the 23008 errors were found indicating pot to encoder error, axis 8 confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the board was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the board was consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, user informed the technical support engineer (tse) that they encountered errors on arm 1. Tse reviewed the system logs and found error code 23008 associated with the arm error. There was no reported injury.